Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was difficult to inject and that following implantation into the eye the haptic was broken and there was a defect at the edge of the optic. The iol was explanted and exchanged without further incident and without harm or injury to the patient during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The report states that the iol was difficult to inject. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone galaxy rao605g batch: 094253252 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. While it is not possible to definitively establish root cause in this case, the report of the iol being difficult to inject, is indicative of a blocked lens and continued injection of the lens is a deviation from the IFU.

Event description:
On 13th may 2025, rayner received notification from a us healthcare professional of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the iol was difficult to inject and on implantation into the eye the haptic was broken and there was a defect at the edge of the optic. The iol was explanted and exchanged during the original surgery session. Note: rayone galaxy study subject: (B)(6).